Manufacturer narrative:
(B)(4). The customer reported that there was a speaker malfunction message shown on the monitor's display. No pt harm was reported. Although, the customer replaced the speaker, it did not alleviate the issue. The serial # of this monitor is included in the corrective action implemented in july 2011. In the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available of the monitor's display screen should a speaker malfunction be detected. According to the instructions for use manual should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a speaker malfunction message shown on the monitor's display. No pt harm was reported.